Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok-clip applier instrument was analyzed and found to have failed the clip test. The clip stayed attached to the clip applier and unable to be released. There are no bent clip tips observed. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the 8mm large hem-o-lok-clip applier did not trigger despite containing life. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was tested prior to use, and no damage was evident. The issue occurred during clip application with large hem-o-lok-clip applier; the jaws remained static/not moving when the surgeon commanded movement. Hem-0- lok-clip applier was being used. The size of the clip was large. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The issue was resolved when a new clip holder was opened.

Manufacturer narrative:
The intuitive surgical, inc. (Isi) failure analysis engineer (fae) tested the instrument and the initial findings were not confirmed. The instrument was placed on an in-house system to test clip application. The instrument successfully applied a clip three times. The grips opened and closed properly. The grip tips and grip cables were inspected and found to exhibit no damage. No product issue was identified.

Event description:
Refer to h11 for follow-up information.